Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2023. After implant the patient reported some difficulty in maintaining connectivity between the implantable pulse generator (ipg) and the external therapy discs, which was confirmed to be directly related to the patient's loose skin in the area the ipg was implanted. Patient was able to work around the connectivity issues without any further interventions. In (B)(6) 2024 the patient reported to the physician a new lack of pain relief from the system. CT scan was performed for an unrelated issue and physician suspected the implanted nalu leads had migrated away from the desired nerve target, xray imaging confirmed the suspicion. Reprogramming was performed but not successful in attempting to achieve therapy despite the migrated leads. On (B)(6) 2024 surgical intervention was performed to place new leads in a more optimal location to target the desired nerve for pain relief. The ipg was also moved from the lower right flank to a more superior position on the left side of the back, to a position with a lesser amount of loose skin. During the procedure the ipg was damaged and thus a new component was used.

Manufacturer narrative:
Patient was able to work around the communication issues related to loose skin, however there is a possibility that the placement of the ipg in an instable area led to the ipg having some slight movement that potentially pulled the implanted leads away from the nerve target. Migration of implanted components is also a known inherent risk of implantable neuromodulation devices.